Event description:
It was reported that tip detachment occurred and remains in the patient. A 300cm moderate support straight pt guidewire was advanced for use. However, during the procedure, the tip detached and was remains in the patient. The tip was trapped in an occlusion, so reported as minimal risk. There were no patient complications reported.

Event description:
It was reported that tip detachment occurred and remains in the patient. A 300cm moderate support straight pt guidewire was advanced for use. However, during the procedure, the tip detached and was remains in the patient. The tip was trapped in an occlusion, so reported as minimal risk. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : unit returned with its original pouch batch 24654033. The unit returned has the tip damaged, as part of overall visual revision. The device returned with the distal tip kink and stretched. The distal tip has a missing portion of approximately 0.8 inch as it remains in the patient. The device was measured in three sections along it in order to confirm that is within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.